Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that an orange rust material was found on the device during cleaning where the blade mounts. There was no pt involvement. There were no adverse consequences reported as a result of this event.